Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately erratic . The complaint was classified based on the customer care advocate (cca) documentation. The patient reported in (B)(6) 2014, they obtained an inaccurate erratic results of ¿7 and 20 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue: the patient did less exercise due to a foot problem at the beginning of november. The patient denied that he developed symptoms as a result of the issue; however alleged self-treatment with insulin (between 12 and 20 units, on a regular basis. No other device was used. At the time of trouble shooting, the ccr confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The ccr was unable to walk through a control solution as the patient did not have any control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did he receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 3 ¿ (04/21/2015). The patient¿s test strips have been returned on 3/5/2015 and evaluated by lifescan product analysis on 4/6/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (03/21/2015). The patient¿s meter has been returned on 2/23/2015 and evaluated by lifescan product analysis on 3/10/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Followup#1 - (01/06/2015) - correction.this supplemental has been sent to correct the unit of measure in the incident description, from mg/dl to mmol/l

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.